Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging issue related to a CPAP device's sound abatement foam. Section b5 has been corrected and should be reported as: the manufacturer received information alleging black stuff in mouth, coughing, chest and a burn feeling in back related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected internal and external part of the device and found dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device, also found water ingress on the blower and blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 01 error code. The manufacturer applied power to the device and verified airflow. Risk tags (ER 2219697 v20) associated with this mode of failure: irrit02, infect01, inter01. The results of this investigation do not impact the calculated risks. The manufacturer concludes there was evidence of sound abatement foam degradation along with presence of contamination in the airpath. Corrected information was provided in sections g1, h6. Section h6 were updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.